Manufacturer narrative:
This report is for two (2) unknown locking screws. Initial implant date is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. (510k): unknown, as the specific part number for locking screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the initial surgery was performed on an unknown date for comminuted fractures on the right proximal tibia. The planned removal surgery of the implants was performed on (B)(6) 2017 as the bone fracture of the patient was healed. Two (2) locking screws, which had been fixed on the proximal side, could not be removed at all from the locking compression proximal lateral tibia plate (lcp-plt) and were stripped during the removal surgery. One (1) locking screw that had been fixed on the proximal side of the locking compression (lcp) medial proximal tibia plate was found broken around the screw head. This screw broke post-operatively but was not noticed before the removal surgery. The surgeon removed three screws by using the carbide instrument. The metal powder was occurred during screw removal. The generated metal powder was most likely from the screws. The possibility of remaining metal powder in the patient body is low because the debridement was performed. In the x-rays, no metal powder was found. Reportedly not all broken off fragments were removed. According to the surgeon¿s opinion, excessive force might have been added to those damaged screws during implanting because weight-bearing was hastened. The surgery was completed with a sixty (60) minute surgical delay. There was no adverse consequence to the patient. Patient¿s outcome is reported as good. The surgery was successfully completed. This report addresses the two (2) locking screws which were difficult to remove and stripped during removal surgery. The postoperatively broken locking screw has been reported under complaint (B)(4). Concomitant devices reported: ti lcp proximal lateral tibia plate (part # 422.220s, lot # unknown, quantity 1); 3.5mm ti lcp medial proximal tibia plate (part # 439.956s, lot # unknown, quantity 1); carbide instrument (part # unknown, lot # unknown, quantity 1). This report is for two (2) unknown locking screws. This is report 1 of 1 for complaint (B)(4).